Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 8884719009 voldyne 5000 volumetric exerciser for investigation. The returned breathing exerciser was visually examined and no defects or anomalies were observed. The returned volumetric exerciser was able to pass a functional inspection when connected to a vacuumed air. The piston and yellow flow cup were both able to move freely within the device. A device history record review was performed on the received sample lot number 73j1800456, with no evidence of a manufacturing related issue found. The reported complaint of "yellow float sticks during use" was not confirmed based upon the sample received. There were no functional issues found with the returned sample. A corrective action is not required at this time as there were no functional issues found with the returned sample. (Continued). Other remarks: the IFU for this product, l06121, was reviewed as a part of this complaint investigation. The IFU instructs the end user, "exhale normally. Then place lips tightly around mouthpiece. Inhale slowly to raise the white piston in the chamber. Inhale slowly to raise the piston in the chamber. When inhaling, maintain top of the yellow flow cup in the 'best' flow range." "Continue inhaling and try to raise piston to prescribed level." Telefelex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states: "rt reported that the yellow float on the left side is sticking." No patient harm reported. Patient condition reported as fine.